Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007. Approximately 13 years and 11 months later the patient underwent a computed tomography (CT) scan of the abdomen and pelvis. The CT scan determined that the anterior filter strut was seen piercing the corresponding wall of the inferior vena cava by 7.15 mm; that the medial filter strut was seen piercing the corresponding wall of the inferior vena cava by 7.0 mm; and that the posterior filter strut was seen piercing the wall of the inferior vena cava by 7.45 mm and abutting the prevertebral structures posteriorly. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation. Patient alleges "leg pain. Lower abdomen pain. Groin pain. Muscle cramps. Fluid buildup in lungs. Sometimes it is hard coming up the steps. I am now on relaxing pill for anxiety." "Walking, sitting too long, exercising, being able to bend without feeling the pulling in my leg." Per computed tomography report, "ivc filter is infrarenal in position." "The anterior filter strut (7.15mm) is seen piercing the corresponding wall of ivc." "The medial filter strut (7.0mm) is seen piercing the corresponding wall of ivc." "The posterior filter strut is seen piercing the wall of ivc (7.45mm) and abutting the prevertebral structures posteriorly. No tilt of the ivc filter is noted. No ivc filter fracture noted".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pain, anxiety, limited physical activity, fluid in the lungs, muscle cramps. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pain, anxiety, limited physical activity, fluid in the lungs, muscle cramps. Unknown if the reported pain, anxiety, limited physical activity, fluid in the lungs, and muscle cramps are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.